Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with an e321 (battery charger timeout) error code. The device was returned to the biomedical department with a report of, "e321 battery charger timeout." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays of critical therapies while the pump was in clinical use. During testing at the user facility, the device alarmed with an e321 (battery charger timeout) error code. Though requested, no add'l info was provided.